Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient that 5 infusion sets were kinked. After 3 hours of insertion patient noticed the symptoms.blood glucose level at the time of event was noticed 180mg/dl patient replaced infusion set and resumed insulin successfully. No further information was available.